Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter is confirmed, and the cause is determined to be use-related. The device returned is a 4 fr groshong single lumen PICC nxt clearvue catheter with indwelling stylet. Visual observation found what appeared to be use residue within the white flushing connector on the stylet. The catheter was fully advanced onto the flushing connector. The groshong valve and black tip were found intact. Tactual evaluation found tensile weakness in the most proximal segment of catheter, against the flushing connector. Functional testing found the device to be patent to flushing, and that a leak developed in the catheter very close (just proximal) to the end of the stylet as it was positioned when indwelling. The hole was found to be about 2.3 - 2.4 cm from the distal tip. Microscopic evaluation found the hole to be irregular and nearly longitudinal. The tactual weakness found and the location of the hole in the catheter agree with the description of the event which mentions ¿it was reported by the nurse that there was difficulty found in catheter delivery during catheter placement. The catheter still could not be delivered smoothly after adjustment by catheterization personnel. The radiology department was then invited to make a consultation. It was found that the catheter had been bent abnormally when adjusting the delivery of the catheter under fluoroscopy, which highly warned the potential catheter damage of having been pierced by the guidewire. ¿it was found that the catheter had been pierced by the guidewire 2.5cm away from the catheter tip, leading to the damage of the catheter.¿ the orientation of the hole also suggests an axial force produced the hole, consistent with stylet damage. While the cause of the initial resistance reported cannot be determined, possible contributing factors include patient-specific conditions and insertion technique. The complaint of a hole in the catheter is determined to be use-related. No further action is required because the complainant event could not be related to a deficiency in product manufacture or deficiency while under correct product use.

Event description:
It was reported by the nurse that there was difficulty found in catheter delivery during catheter placement. The catheter still could not be delivered smoothly after adjustment by catheterization personnel. The radiology department was then invited to make a consultation. It was found that the catheter had been bent abnormally when adjusting the delivery of the catheter under fluoroscopy, which highly warned the potential catheter damage of having been pierced by the guidewire. The catheter was thus immediately withdrawn from the patient and it was found that the catheter had been pierced by the guidewire 2.5cm away from the catheter tip, leading to the damage of the catheter.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rezf0897 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that there was difficulty found in catheter delivery during catheter placement. The catheter still could not be delivered smoothly after adjustment by catheterization personnel. The radiology department was then invited to make a consultation. It was found that the catheter had been bent abnormally when adjusting the delivery of the catheter under fluoroscopy, which highly warned the potential catheter damage of having been pierced by the guidewire. The catheter was thus immediately withdrawn from the patient and it was found that the catheter had been pierced by the guidewire 2.5cm away from the catheter tip, leading to the damage of the catheter.